Event description:
It was reported that one day post implant, the right atrial lead had high threshold. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addrl1 implantable pulse generator, (B)(6) 2012.(B)(4).